Manufacturer narrative:
Section b5, d11, and e2: correction. Section d4 and h4: additional information. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a driveline disconnect alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. The second driveline disconnect alarm was consistent with the report that the controller was exchanged. The submitted log file contained data from 02jan2020 through 09jan2020. The patient appeared to operate primarily on 14v li-ion batteries for the duration of the file. Low battery advisory alarms were noted throughout the file. The low battery advisory alarms were due to the patient using the batteries to its low capacity level. These alarms resolved as soon as the patient switched to fully charged batteries. The pump operated above the low speed limit until (B)(6) 2020 at 1:36 pm, when the driveline was disconnected. The driveline was reconnected and ultimately disconnected again at 1:39 pm for a controller exchange. The pump appeared to operate as intended. Multiple requests for additional information regarding the first driveline disconnect were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This IFU and the hmii patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. If this happens, the user should reconnect the driveline as quickly as possible to restart the pump. This document provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the patient handbook, as well as the heartmate ii lvas IFU, cover all system controller alarms, as well as the appropriate associated actions. Both documents also explain that patients must always connect to the power module or mpu for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-00173.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested. Manufacturer technical analyst review the log file and observed a transient drive line disconnect event on (B)(6) 2020 at 1:36pm followed by two low speed and two pump stop events, which appeared to be related to the drive line disconnect. The file displayed a second drive line disconnect event at (B)(6) 2020 at 1:39pm indicative of a controller change. No further or additional information was provided.